Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a watchman procedure to treat atrial fibrillation (a fib), a versacross connect kit was selected for use. It was reported that the mechanical j-wire would not advance inside the dilator. It felt there was a great amount of friction. The dilator was pulled out because after friction felt, the wire was stuck in the dilator. There was no visible damage to the wire or dilator upon opening the package. There was no use of excessive force. A new versacross connect kit was used and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.